Event description:
Adverse event(s): "extreme blurred vision; like a film over it" (vision, impaired), "extreme headaches in eye which travels toward right ear" (headache). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A consumer reported that following intraocular lens (iol) implant surgery, she is experiencing "extreme blurred vision; like a film over it" decreasing over a 4-5 month period and "extreme headaches in eye which travels toward right ear." In a follow up with the implanting surgeon, the surgeon reported that the pt had an uncomplicated surgery three years ago, the lens "looked great, no defects", and that the pt has not been seen since then. The implanting surgeon reported noting a fold in the capsule and suspects the pt's visual symptoms is due to a cloudy capsule that may need a yag. Recently, the consumer sought a second opinion and this surgeon noted pco on the back surface of the lens and no bubbles or defects with the lens. The second surgeon also believes a yag treatment would improve the pt's vision.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 03/22/2010, 03/24/2010, and 03/30/2010 by phone, fax, and mail. Medical records were received on 03/30/2010. A completed questionnaire was received on 04/16/2010. (B)(4).